Event description:
Reportedly, inserted the device into the cavity and pushed the plunger then the pouch disengaged from the metal ring and fell into the cavity. It was retrieved. Used another device.